Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
The sales rep reported that during a shoulder procedure the tip of the customer's ideal suture shuttle 25 degrees right was fractured. The sales rep stated that the tip got caught on tissue and broke off in the shoulder. The sales rep stated that the surgeon was able to retrieve the broken tip with no issues. The sales rep stated that no debris left in the patient. The sales rep reported that the surgeon completed the procedure with another like device from the same lot number with no patient consequences but there was a five minute delay. The sales rep was not present for the case therefore could not provide any further information. The device with broken tip will be returning for evaluation.